Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient of a physician reported "one of the worst ruptures they have seen was from a sales rep's rupture." Manufacturer of device is unknown. Explant status is unknown. Affected side is unknown.